Event description:
Pt can not void on own needs an indwelling catheter. Upon attempt by spouse to deflate the catheter balloon using gentle encouragement to cause aspiration nothing resulted. The catheter was also cut at the valve arm and still no fluid was released from the balloon. Pt was brought to the emergency room. Pt had the catheter removed by a physician by pulling the catheter out causing the urethra to tear, causing bleeding. Balloon was partially inflated.